Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension, product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), ubd: 05-may-2015, UDI#: (B)(4); product ID: 37085-40, serial/lot #: (B)(4), ubd: 05-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is experiencing severe tremors. Caller says that she and the patient were involved in an automobile accident on (B)(6) 2019 and the patient has been experiencing the extremely severe tremors ever since. Caller noted that the patient has been having difficulty grabbing a fork/feeding them self, brushing his teeth, and holding a phone. They are somewhat disoriented and confused from the accident, so they have been having difficulty understanding how to use the programmer to check/adjust their ins settings. Caller says that because the patient cannot use the programmer to check/adjust the ins settings, his tremors are extremely severe. Caller stated that she is inclined to think that the ins is "probably in the off position? Because she thinks it may have been compromised from the car accident. They state the vehicle was broadsided, noting that the patient "took the brunt" of the impact from the accident. Caller added that the patient was knocked unconscious and broke their clavicle. Caller noted that the patient's lead wire runs down past the clavicle to his chest.

Manufacturer narrative:
Product ID 3387s-40, lot# v681753, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-jan-24 from a consumer. They reiterated that the patient was in a bad auto accident on (B)(6) 2019. The patient suffered a concussion and the patient was unconscious for some time. They stated the patient's "mind is not working quite right" since the accident. They are trying to get an appointment with a neurologist to have the implant/leads checked and for programming but they can't see the patient until (B)(6) 2020.

Manufacturer narrative:
Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010. Product type extension, product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010. Product type extension, product ID 3387s-40 ,lot# v681753, implanted: (B)(6) 2010. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating it did not seem that the device was impacted by the accident. The hcp said the patient's voltage was low and he turned it to previous settings to help resolve the tremor. The issue was resolved and impedances were checked and ok.